Manufacturer narrative:
No sample information is available. No issues were noted with calibration or qc. Glucose electrode had been replaced on (B)(6) 2011. A bci field service engineer (fse) replaced the glucose electrode and ran numerous calibration and controls. Precision was within specifications. Although the glucose electrode was replaced the root cause remains unknown.

Event description:
A customer contacted beckman coulter inc. (Bci) to report erroneous high glucose modular (glum) duplicate results on two patients generated on the unicel dxc 800 pro synchron chemistry analyzer units. The customer runs glum patients in duplicate mode. The samples were repeated on alternate unit and lower results were obtained. The results were not reported out of the laboratory. Patient treatment was not impacted by this event.